Event description:
Dr was doing a turp in surgical daycare, dr had a major problem during the procedure in which the current started to arc making a noise, flash and burning smell. The dr and pt were not burned. There is no report of pt or practitioner injury.